Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
Information was provided that during a coil embolization for an artery aneurysm procedure, blood was leaking between the hub and the shaft of the device. Approach was gained from the left fa. The device was advanced to the left common carotid artery over a previously placed wire guide. After removing the wire guide, the physician confirmed the blood leakage. It was replaced with another device with the same specifications. Thus, the procedure was completed without any further problems.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: per IFU: ¿before removing or inserting devices through the introducer, aspirated through the side-arm of the valve to clear the introducer, then flush with heparinized saline. Do not attempt to withdraw the wire guide and/or introducer if resistance is felt. Using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Insert the dilator completely into introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. However, it is feasible to suggest that the flare of the shaft was not seated properly. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Information was provided that during a coil embolization for an artery aneurysm procedure, blood was leaking between the hub and the shaft of the device. Approach was gained from the left femoral artery. The device was advanced to the left common carotid artery over a previously placed wire guide. After removing the wire guide, the physician confirmed the blood leakage. It was replaced with another device with the same specifications. Thus, the procedure was completed without any further problems.